Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent incisional hernia repair surgery on (B)(6) 2008 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2017 during which the surgeon noted the small bowel was densely adherent to the midline incision at its midpoint. A loop of bowel was adherent to mesh from previous hernia repair. This mesh was in the mid abdomen to the right of the midline. This was in the form of a mesh plug. The bowel was thickened and distended. The mesh was excised, then it was then dissected from the small bowel. No additional information is provided.

Manufacturer narrative:
Date sent to FDA: 10/16/2020

Manufacturer narrative:
Date sent to the FDA: 11/18/2020. Additional information: b7.